Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited inability to program the correct clock-time and invalid data on the cardiac compass. The right atrial (ra) lead exhibited undersensing on recorded episodes and a failed atrial lead position check. The lead was reprogrammed, however undersensing remained. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.